Event description:
The customer reported that the touchscreen is not functioning. The customer reported that the unit was not in use on a patient. The customer contacted product support and states that equipment management service and repair (emsar) performed the navigation ring service 10 days ago and now the touchscreen does not work. When calibration is attempted, "bad touch" is displayed. The customer would like the unit repaired under warranty stating that emsar disassembled that area of the unit and may not have torqued something correctly thus damaging the touchscreen. The biomedical engineer reported that the touchscreen was replaced, and the device has been returned to service. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications. The cause of the reported issue is touchscreen failure.